Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received a shock while brushing her teeth. Upon review the shock was due to oversensing of noise. Post shock noise was also observed, but detected appropriately. It was noted that this was the second time this has occurred for the patient since implant. Boston scientific technical services (ts) suggested bringing the patient in and testing all vectors. It was noted a few days later that the patient would be coming into the clinic. Ts further recommended an x-ray to check for air entrapment and connection issues. The patient was brought in and they were able to isolate the noise to the xiphoid electrode through isometric testing. The subcutaneous implantable cardioverter defibrillator (s-ICD) was reprogrammed to a different sensing vector. The electrode remains in service and no adverse patient effects were reported.